Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 5x200mm, 150cm ranger drug-coated balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to nominal burst pressure. The device was removed from the patient slowly and carefully, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient condition following procedure was stable.